Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that connecting to the ins was taking too long when they had the communicator inside the case attached to the handset. Patient mentioned that they've been getting a lot of error messages and mentioned system error 0x265841 again. They also said that they were having difficulty getting a good quality connection when charging their implant. Patient stated that it just kept on circling around and taking too long to connect. Pt mentioned that they feel that they have a hard time positioning the recharger because of where the ins is implanted near their buttocks. Pt stated that their buttocks is too large and that is why they experience difficulties. While on the phone, patient tried to do a recharging session and a recharger inactive message displayed. Agent confirmed that the recharger was still in the dock. Agent asked the patient to position the recharger over their implant; patient confirmed getting stuck in searching for device screen. Agent had the patient reset the recharger; patient confirmed seeing the normal charging screen with good connection when they positioned it over the implanted device. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began a couple weeks ago. Patient stated they had to stand up to charge their implant. Patient noted the implant area was getting hot when trying to charge the implant. Patient was getting a stimulator had been reprogrammed by the clinician disconnected and a system account unexpected 0x265841 message when charging the implant. Patient couldn't sit or if they lied down, they wouldn't have the time to charge the implant. Patient's velcro part of the belt was wrapped around as tight as they could on their torso and was sitting on their lap. During the call patient was getting the checking the communicator message. Agent reviewed difference between mystim rc and recharger application. Patient got 70% and good connection while charging the implant. Patient could not get excellent when charging the implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: a72400 (serial: unknown); product type: 0216-software; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.